Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pace impedance measurements greater than 2,000 ohms. A different lead was successfully implanted. No additional adverse patient effects were reported.